Manufacturer narrative:
(B)(4) it has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The clinician sent over a x-ray of a valve and it showed the cam pulled away from the baseplate. He is going to observe the patient and only explant if the patient becomes symptomatic. At this time I was only able to gather the attached info. The op notes only listed 5 of the 6 characters of the lot # (clgby) with a valve exp date of may 1, 2015. If he does bring the patient in for a revision he will notify me and save the valve so that I can send it in for quality review. Event did not occur intra operatively, did not delay surgery over 30 minutes.

Manufacturer narrative:
The valve remains implanted and is therefore not available for evaluation. However, it could be seen from the provided x-ray image that the stator is dislodged. The provided lot number was incomplete; therefore, a review of manufacturing records could be performed. Without the device or complete lot number information, no further investigation of the reported issue could be performed. If the complaint sample or device identifier information becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.